Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated by our field service engineer on site and the expiratory valve coil was determined defective and replaced which solved the issue. After replacement the unit worked correctly. The expiratory valve coil test measures offset and gain in the valve coil. No replaced parts have been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation. However, our conclusion is that the issue was related to the expiratory valve coil.

Event description:
Manufacturer ref#: (B)(4).